Manufacturer narrative:
(B)(4). B braun (B)(4) is submitting this report on behalf of b braun (B)(4). This report has been identified as b braun (B)(4). No device was returned for evaluation. Case was classified as user error by the (B)(4). History log showed that user set vtbi to 10.000 ml instead of 1.000 ml.

Event description:
As reported by the user facility: customer reported to (B)(4). Incident details - report states that infusion was set at 125 ml/hr to infuse 1000 ml but infusion was discovered (at approx 21:00) to have completed in 2 hours. The (B)(4) have decided that this complaint has been identified as user error.